Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they had been having a problem for months, maybe longer (confirmed this year), where they would get sharp pains right at the location of the implant. Patient said the pain would come and go and was not all the time, but today it happened right when they were starting to recharge. Patient also said the area where the implant is was getting hot would get hot every so often, not while recharging. Patient then reported on (B)(6) 2022 they fell flat on their back on a concrete walkway from a height of 2.5 feet and the fall fractured their right hip, they had compression fractures of l4 and l5, and was knocked out for a short period. Patient said they hit pretty hard, so patient was worried that the current issues with stimulator were happening because of the fall. Patient said they met with a rep at the time the sharp pains started and rep checked their implant with the rep's tablet and said the implant was working fine. Patient mentioned they had an appointment with the healthcare provider today and would try to get a hold of a represent ative to see if they could meet today or set up another time to meet. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed patient may also want to take note of the times when the implant got hot or the sharp pains occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The pt reported the cause of the ins heating is unknown. No actions/interventions have been taken yet, and the issue has not been resolved at this time. Weight was reported. On (B)(6) 2023 patient (pt) called back stating they had been filling out letters and returning them to the manufacturer but they had not heard back (agent understood they got follow up letters). Pt noted that their ins was over heating bad enough where it burned them an hour later it provided sharp pain in their ins area. Now it seemed like the ins was working at half strength for it was not working the same as it was. The pt did not know what was happing. Pt was redirected to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The pt reported on 2023-oct-08 the pt experienced itching in the back of the device, and the following day experienced heat along with itching. After about 2 hours this stopped, and shortly after it stopped patient felt the pulsing/buzzing they feel when the stimulator is working. Shortly after that the pulsing stopped. Pt repeated previously reported info about fall in 2022. When experiencing the heat and sharp pain, pt contacted their rep and they checked the wire connection and said the wires were connected. Pt reported the heat and pain issues to the rep, but nothing was done. Pt reported no actions/interventions have been taken and the issue is not resolved, and pt thinks more should have been done. Weight was asked, but not answered.

Event description:
Patient reported that as of now, the pulsing has stopped. But it seems like the stimulator is working at 50% power. There have been no interventions to resolve any problems.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.